Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted(B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The right ventricular (rv) lead exhibited low r waves. Both the ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.